Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was without stimulation due to the scs ipg unable to communicate after a recent surgery. Reportedly, the patient controller displayed the 'generator unavailable' error message. Follow-up identified troubleshooting resolved the issue.